Event description:
It was reported that a pt underwent a revision surgery due to the screw breaking 3 mos post op.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Result, and conclusion codes will be made available following engineering evaluation.